Event description:
Hcp reported the pt presented with an infection of the device pocket in 2001. The symptoms were incisional wound opening and damage. The pt did not have meningitis. A culture of the device pocket was positive for staph aureus and treatment consisted of oral antibiotics and device system explant. The infection resolved and there were no drug withdrawal problems.